Event description:
Information received from the field does not address the patient's clinical status but notes that an initial follow- up found the device in aoor mode. The device was programmed back to dddr and the patient was sent home. A subsequent follow-up found that the phantom programming had recurred. Measured data showed battery impedance of <1 kohms. A product code download was successful and the device was programmed to dddr.